Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the user experienced a system error when attempting to fire the device. The disposable and the system were all tested prior to starting the procedure, with no abnormalities found. Reporting indicates that the user attempted to complete the procedure with a second needle, which also tested without problem; however, the user again experienced a system error when attempting to fire the second needle. The second needle was removed from the patient and inspected, at which point it is reported that a piece of plastic was observed in the aperture. The brevera procedure was aborted at that time and the user switched to a new device, which required a second incision. The procedure was completed successfully with the new device. A field service engineer (fse) from the distributor visited the site to examine the system and the brevera console was found to be functioning as intended. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera procedure on (B)(6) 2025, the user experienced a system error when attempting to fire the device. The disposable and the system were all tested prior to starting the procedure, with no abnormalities found. Reporting indicates that the user attempted to complete the procedure with a second needle, which also tested without problem; however, the user again experienced a system error when attempting to fire the second needle. The second needle was removed from the patient and inspected, at which point it is reported that a piece of plastic was observed in the aperture. The brevera procedure was aborted at that time and the user switched to a new device, which required a second incision. The procedure was completed successfully with the new device. A field service engineer (fse) from the distributor visited the site to examine the system and the brevera console was found to be functioning as intended. No further information is currently available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event the device was not returned for this complaint, and only photographic evidence provided; therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. However, an investigation was completed based on the error codes. The cam motor is a small motor inside the driver that, among other functions, controls the aspiration pin. The aspiration pin is responsible for creating vacuum by pressing on the ball of the disposable manifold. If the mechanism gets stuck and the aspiration pin cannot move down, it will remain open all the time. In that case, the system could report multiple errors. It¿s important to note that these error codes shown by the capital equipment do not indicate that the device is functioning incorrectly and could probably be the cause of the plastic piece in the opening of the device. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.